Event description:
Sorin group (B)(4) received a complaint reporting that, during the procedure, the vent pump stopped and a 040000 error code was displayed. The engineer power cycled the pump but it did not regain function. The clinician elected to complete the operation without the vent pump. Afterwards, the engineer started the pump, ran it for a period of time and then another error code was displayed, 08000, and the pump again stopped. There was no report of injury to the pt or additional medical intervention required as a result of this incident.

Manufacturer narrative:
MFR date will be provided in a f/u when available. Sorin group (B)(4) mfrs the s3 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting that, during the procedure, the vent pump stopped and a 040000 error code was displayed. The engineer power cycled the pump but it did not regain function. The clinician elected to complete the operation without the vent pump. Afterwards, the engineer started the pump, ran it for a period of time and then another error code was displayed, 08000, and the pump again stopped. There was no report of injury to the pt or additional medical intervention required as a result of this incident. Sorin group (B)(4) has requested that the pump be returned for eval. To date no product has been received. The investigation is ongoing. A f/u report will be filed when the investigation is complete.